Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 147 mg/dl. There were no significant events leading to the alarm. He said he changed the site and put it on suspend mode and the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.